Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the onetouch basic meter was prompting an error 2 message. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the meter was prompting an error 2 message; so, he was unable to use the meter since the morning of one day earlier. The patient denied receiving medical attention following use of the meter. He did report taking several units of humalin n and r. At the time of the action, the patient reported feeling shaky and sweaty. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the patient alleged he was unable to test. He took insulin and also reported symptoms of hypoglycemia.